Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the pediatric patient experienced inaccurate cgm values. Although no symptoms were reported, the parent indicated the child had high ketones. One set of values provided was bg fs 28 mmol/l and cgm 13 mmol/l, however at what point the values were obtained was not provided. The patient¿s father transported the child to the hospital for evaluation with a goal of lowering the child¿s ketones. No treatment details were available. Later the same day (6-9 hours later) the child was discharged home. After the event the child felt ok. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.